Manufacturer narrative:
Additional information: according to the received information from the field, it appears that there is damage to the active electrode, which most likely occurred during the reported accident. However, only one channel is affected, therefore no decrease in performance is assumed. If further relevant information is received, the complaint can be re-opened.

Event description:
It was reported that in-situ measurements showed 1 channel with status hi and another channel with an impedance of 10 to 12 kohms. Per information from the field, the patient fell and hit her head.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Reportedly a blow to the head occurred, which might have weakened the electrode fixation. The investigation results appear to match the problems mentioned in the patient report. All other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
It was reported that in-situ measurements showed 1 channel with status hi and another channel with an impedance of 10 to 12 kohms. Per information from the field, the patient fell and hit her head. Patient has been re-implanted. During device removal it was noted that the device was found to be slightly rocked.

Manufacturer narrative:
Conclusion (additional): damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In situ measurements performed whilst the device was implanted did not allow to distinguish whether the observed problems were caused by the presence of tissue around the electrode array contacts or by a damaged electrode. However, during device investigation damages to the active electrode caused by minute device mobility were observed. Presence of tissue around the contacts of the electrode array, as reason for increased impedances, could not be confirmed. Since the device was found slightly rocked during explantation, a blow to the head leading to weakening of the implant fixation seems likely to have occurred. The investigation results appear to match the problems mentioned in the patient report. All other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
A device malfunction was detected. Per information from the field, the patient reportedly fell and hit the head. Patient has been re-implanted with another manufacturer's device. During device removal it was noted that the device was found slightly rocked.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ measurements showed 1 channel with status hi and another channel with an impedance of 10 to 12 kohms. An accident or trauma is not known.